Event description:
The customer reported the connector part of the interconnect cable was disassembled and they could not connect it. The fe reported the system was unable to boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.